Event description:
Caller reported that a malfunction occurred on the pump, though no notable events transpired beforehand. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer was informed to use mdi backup therapy to maintain insulin delivery and agreed to replace the pump, which was still under warranty, with a model that includes updated software. Tandem technical support provided instructions for returning the problematic pump and shipping the replacement, which the caller confirmed understanding.